Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 2135147-2019-00087. On (B)(6) 2019, a 14f amplatzer torqvue sheath was used to implant an amplatzer amulet. After inserting the 14f sheath in the vena cava inferior, resistance was encountered and the sheath kinked. The user attempted to straighten and manipulate the sheath within the patient to no success. Another 14f amplatzer torqvue sheath was selected and this new sheath kinked as well. A 10f lambre sheath was selected which was able to traverse the patient's anatomy, however, the lambre laao device was unable to be implanted. The procedure was aborted as 320ml of contrast had been used and a future procedure is scheduled. No patient consequences were reported. The patient had highly tortuous anatomy of the femoral artery, and insertion through the transseptal puncture was difficult due to 4 previous punctures for ablation procedures. The user plans to use a balloon in the septum and to implant an amplatzer amulet.

Manufacturer narrative:
An event of difficulty traversing the sheath through the patient anatomy and a kinked sheath was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the physician the patient had highly tortuous anatomy and sheath insertion through transseptal puncture was difficult due to previous scarring.